Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not operating properly. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation contamination was discovered on the charger¿s pca board and connector. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.